Event description:
Customer's doctor reported via phone, they were attempting to program the device and the buttons were not responding. Customer's blood glucose was not provided. The device was not dropped, bumped, or exposed to an MRI. The device is not being returned for further analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened express bolus and escape button dome switch. The insulin pump was received with minor scratches on the display window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.